Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported a patient underwent an initial knee arthroplasty on an unknown date. Subsequently, the patient underwent an orthopedic salvage segmental knee procedure on (B)(6) 2011 due to unknown reasons. The patient was further revised on (B)(6) 2015 due to a fractured male segment of the implant. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Device availability - the device is reported to be available for evaluation; however, it has not been received by biomet orthopedics to date. In the event that the device is received and evaluated, a follow up report will be sent to the FDA to provide results. There are warnings in the package insert that state that this type of event can occur: under warnings, it states, "improper selection, placement, positioning, alignment and fixation of the implant components, or absence of, or nonfunctioning quadriceps mechanism may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Event description:
It was reported that patient had an oss segmental knee procedure on (B)(6) 2011. Subsequently, patient was revised on (B)(6) 2015 due to a fractured male segment of the implant. No further information has been provided.